Event description:
Country of complaint:(B)(6) . Packages are labeled as monosyn 4/0 but they contain monosyn 2/0.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going, results not yet available.